Event description:
It was reported via clinic notes that the pt was experiencing obstructive sleep apnea. Pt recently underwent generator replacement surgery due to end of service. Attempts for further info have been unsuccessful to date.